Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to deterioration. A patient outcome was not reported.

Manufacturer narrative:
Patient age- 79 years. Additional information received that the device did not stay in the body and was continuously chafed by the skin and therefore the device wore down. The patient outcome was reported to be well.

Manufacturer narrative:
Device deterioration and erosion were alleged. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage. This cylinder also had cut fabric threads consistent with explant damage . There was a leak in he other cylinder due wear and fatigue at the corner of a fold. The pump was not functionally tested due to the cylinder failure. The ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. The allegation of device deterioration could not be confirmed. Erosion cannot be confirmed through product analysis. System component reservoir model- unknown, lot sn- unknown, mfg date- unknown, exp date- unknown, gtin- unknown.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to deterioration. A patient outcome was not reported.

Manufacturer narrative:
Patient age - (B)(6) years.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) device due to deterioration. A patient outcome was not reported.